Event description:
Radiology technician was administering contrast via IV for CT procedure when the hospira trach microbore expansion set tubing split (approximately 1.5 inches above the blue laserlock connection) spraying contrast dye on pt technician and machine.